Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor tissue expander that deflated post implantation. Deflation of the patient¿s right tissue expander was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 31-jan-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-may-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, a deflation occurred in the right tissue expander. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed and it revealed a tear at the juncture of the anterior patch and shell. A microscopic examination was performed and the cause of the rupture could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the issue reported were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturer's investigation, and considering the process controls, the tear reported is not able to be confirmed as a manufacturing defect. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-jan-2023, mentor received additional information about the event. The patient was scheduled to undergo explantation on (B)(6)2023. On 12-jan-2023, mentor received additional information about the identity of the suspect medical device. It is a mentor ce med height te 450cc tissue expander, catalog #, lot #9661523, serial #(B)(6). Reason for device explant and/or reoperation: tissue expander deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor completed an investigation on a photo of the suspect medical device received and an investigation on two videos of the suspect medical device. Analysis results for the physical product are still pending. Device evaluation summary: according to the information received, the patient experienced a deflation in the tissue expander. Upon visual evaluation of the image and video(s) provided in the complaint, the tissue expander appears deflated. Based on the information currently available, a product issue was identified during the investigation of the photo received. This product issue will be addressed through mentor¿s quality system in the investigation of the product. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).